Event description:
It was reported that during a lap nephrectomy procedure, the staples kept bending with each firing. They were coming out bent and not closing correctly. The site used a new instrument to complete the procedure. There was no pt consequence.